Manufacturer narrative:
The design engineer overlays a bar shape and a range of sizes onto a CT scan slice to design the bar. The size of the bar is dependent on the location of the CT scan slice. If the surgeon places the bar in a different location of the CT slice, the bar may not fit as expected. The surgeon was given confirmation scans to approve and pick what bar length to use. The complaint could not be verified as there are no post-op scans, or intraoperative pictures available. The most likely underlying cause of the complaint is surgeon preference as the surgeon reviewed the design and picked the bar lengths or that the patient had grown as the rep indicated. There are no indications of manufacturing defects. The IFU states ¿the surgeon is to be thoroughly familiar with the implants and the surgical procedure prior to surgery. The correct selection and placement of the implant is important. Preoperative planning to determine the most appropriate size and final position of the implant is required.¿

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The surgeon approved the bar size. It is reported the pectus bar will not be returned as it was discarded during the surgery. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the 11" pre-bent pectus bar was too short. The surgeon used a 12" stock pectus bar and hand bent the bar to complete the surgery. It is reported there was no surgical delay in excess of thirty minutes and no injury to the patient.